Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information was received from medical records received indicate that the patient¿s preoperative diagnosis at filter placement was deep vein thrombosis while on appropriate anticoagulation with a history of pulmonary embolus. A venogram was performed identifying the lowest renal vein. There was no evidence of thrombus. The device was deployed and pulled back in the iliac vein. Completion venogram was performed. The device was above the bifurcation, no evidence of iliac vein thrombosis. The patient tolerated the procedure well. Additional information was received from a patient profile form (ppf) that the patient had blood clots, clotting, and/or occlusion of the ivc. The patient discovered that his ivc filter had tilted approximately 5 ½ years after filter placement. However, the patient was unaware that her injuries may have been a result of the defective product and an unreasonably dangerous condition of his filter until within two years of the filing of his complaint. The patient refers to her medical records for complete details of the injuries she has suffered. Moreover, she does not know which injuries are the result of defects and an unreasonably dangerous condition of the filter. The patient is relying on experts that will be retained by counsel to determine this information. Subject to these statements, the patient further states the following: a CT scan performed for evaluation of his optease ivc filter reported tilt. The patient was later found to have suffered from pulmonary embolism (pe) and blood clots, clotting and/or occlusion of the ivc. These injuries have caused emotional distress, mental anguish, anxiety and stress. In addition to the injuries listed, the patient is relying on the experts that will be retained by counsel to determine all injuries attributed to the device. The lot number provided on device label is indecipherable, therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and an occlusion of the ivc do not represent a device malfunction. Placement of a vena cava filter is not a cure for these clots or possible occlusion caused by the clots, nor does it prevent the possible formation of new clots. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Also without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from medical records received indicate that the patient¿s preoperative diagnosis at filter placement was deep vein thrombosis while on appropriate anticoagulation with a history of pulmonary embolus. A venogram was performed identifying the lowest renal vein. There was no evidence of thrombus. The device was deployed and pulled back in the iliac vein. Completion venogram was performed. The device was above the bifurcation, no evidence of iliac vein thrombosis. The patient tolerated the procedure well. Additional information was received from a patient profile form (ppf) that the patient had blood clots, clotting, and/or occlusion of the ivc. The patient discovered that his ivc filter had tilted approximately 5 ½ years after filter placement. However, the patient was unaware that her injuries may have been a result of the defective product and an unreasonably dangerous condition of his filter until within two years of the filing of his complaint. The patient refers to her medical records for complete details of the injuries she has suffered. Moreover, she does not know which injuries are the result of defects and an unreasonably dangerous condition of the filter. The patient is relying on experts that will be retained by counsel to determine this information. Subject to these statements, the patient further states the following: a CT scan performed for evaluation of his optease ivc filter reported tilt. The patient was later found to have suffered from pe and blood clots, clotting and/or occlusion of the ivc. These injuries have caused emotional distress, mental anguish, anxiety and stress. In addition to the injuries listed, the patient is relying on the experts that will be retained by counsel to determine all injuries attributed to the device. Additional information is pending and will be submitted within 30 days upon receipt.